Event description:
Customer reportedly received results on the advantage system within 10 minutes of each other: 500 mg/dl, 149 mg/dl, and 501 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.